Manufacturer narrative:
Unit passed displacement test and selftest. Hardware low level failures alarm (variable 3) was confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer was assisted with troubleshooting. Customer was able to clear the alarm and did not received request to rewind the insulin pump. Customer stated that fill cannula was recorded in the daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.